Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 2.729 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers gate oxide within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Event description:
Boston scientific received information that pacemaker was explanted due to possible early battery depletion. No adverse patient effects were reported.